Event description:
The user was experiencing pain over the magnet site that radiated outward and caused extreme headaches. There was concern that the package of the device shifted inferiorly as the user reported that it sit "lower" than it used to, and this might have been the cause of pain. It is thought that the device started moving 2 years prior. The user first reported pain and headaches in (B)(6) 2019. The user has had migraines in the past, but reported that these symptoms were very different. A revision surgery was performed on (B)(6) 2021 and the synchrony was replaced with a synchrony 2 flex28. During the surgery the electrode lead at the facial recess was accidentally cut while trying to remove some tissue from the lead. During the revision surgery the device was examined and it was suggested that the tisseel that fixated the electrode lead had dissolved which caused the electrode to migrate, resulting in 3 extra cochlear channels. Also, the surgeon thought that the device had shifted because it was originally placed directly above the pinna or slightly anterior than a typical placement, thus gravity may have played a part in the movement.